Event description:
Medtronic received a report that an axium coil failed to detach. Detachment was not possible when the detacher was used during coil embolization. (5th lead detachment). Slides were withdrawn 5 and 6 times, but they were not possible, so a new detacher was brought and it was successfully separated. The facility's opinion is that it was the defect of the detacher since there was resistance and strange sense from the insertion of the delivery wire. Except for the 5th coil (1st - 4th coil), it was possible to leave without problems using the detacher. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported lesion characteristics (location, size, type, side, dimension, etc.): c3 of ic. The patient¿s vessel tortuosity was moderate. The device was prepared as indicated in the IFU (inspection, hydration, etc.). The cause of the detachment failure was not determined. Approx 5 attempts were made to detach the coil using the instant detacher. Two attempts were made to detach the coil using the manual method. Prior to coil non-detachment it was unknown if any issues were encountered.